Event description:
Implant fracture, biomechanical overload, perhaps bruxism, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain on gingiva.